Event description:
The pt underwent a thermal balloon ablation procedure. Post operatively, scarring in the lower section of the uterus and a hematometra were noted. No other details were available at this time.